Manufacturer narrative:
A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient with this pacemaker had an unspecified episode, with no further symptoms described. Technical services (ts) was consulted by the patient and they stated this pacemaker displayed it had 1.5 years of battery longevity remaining, with the estimate unchanged for a period of 3 to 4 years. Ts referred the patient to their physician. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker had an unspecified episode, with no further symptoms described. Technical services (ts) was consulted by the patient and they stated this pacemaker displayed it had 1.5 years of battery longevity remaining, with the estimate unchanged for a period of 3 to 4 years. Ts referred the patient to their physician. This device remains in service. No adverse patient effects were reported.